Manufacturer narrative:
The reported event of the inability to extend the helix was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil in the connector region consistent with damage occurring at the time of procedure. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil in the connector region.

Event description:
Prior to the implant procedure, it was observed that the helix of the right ventricular lead was unable to extend. The physician elected to use a new lead to resolve the event. The patient was stable with no adverse consequences.